Event description:
It was reported that a patient underwent an anterior calf fasciotomy (left) for chronic exercised-induced compartment syndrome on (B) (6) 2009 in which suture was used for skin closure. On (B) (6) 2009, the patient presented with infected spots on the top and middle of the incision. The patient was placed on antibiotics.

Manufacturer narrative:
(B) (4) - infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2010-00196. The same patient is represented in each medwatch.